Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during a knee scope procedure the blue pedal on the customer's vapr 3 foot pedal does not work. Also, the mode button cap is missing. The procedure was completed with another foot pedal with no patient harm or surgical delay to the case. The sales rep could not provide a lot number for the device but stated that the device is an older device. The sales rep was not present for the case therefore could not provide any further information. The sales rep stated that the device was discarded by the customer.